Event description:
It was reported that the ventilator failed the internal leakage test during pre-use involvement. There was no patient involvement. (B)(4).

Manufacturer narrative:
According to received information the reported pre-use checks failure was caused by a faulty air gas module. The air gas module has not been returned for investigation. No logs were available for evaluation. Therefore, the root cause for the reported problem cannot be determined from this investigation.

Manufacturer narrative:
A field service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.